Manufacturer narrative:
The device will not been returned. However, there will be a non-visual investigation carried out and a supplemental report will be submitted. Device history record: not able to review the device history record. Product, sku and lot/serial numbers were not provided. Stock product reviewed: not able to review stock products. Product, sku and lot/serial numbers were not provided. Returned sample: device not returned for evaluation. Root cause: according to the information provided by the customer, the crowns were fabricated at chairside. All the fractures occurred after the cementation upon patient return check-up. We are unable to determine the milling machine used by the customer. There was no death, serious injury or adverse event was reported from the patient. The possible root cause could be related to the operator's technique, but without further information we cannot determine the exact detailed root cause.

Event description:
It was reported that a dental office is having an issue with obsidian crown breaking/fracturing on tooth #2. The office reports that there is no issue when the crowns are being milled.